Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty printed circuit board. Some cosmetic wear was found on the housing and minor scratches on the screen. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
The user facility reported a power problem while using a liquid crystal display (lcd) monitor. The monitor won't turn on. The issue was found during a procedure. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that more than 6 years have passed since the subject product was manufactured and the board did not function due to aging deterioration of its components.